Event description:
An ais-c anchor puller broke during a procedure. This caused a delay in the procedure of less than 5 minutes as the broken component was retrieved. The surgeon removed the anchor and the broken instrument components and completed the procedure without further incident.